Manufacturer narrative:
(B)(4). The lot 14m015 was manufactured november 11, 2014-november 13, 2014. The device was received for evaluation. A visual inspection on the device noted a solid white particle approximately between 0.92 to 1.45 mm in length, floating in the fluid pathway of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particles inside a ¿balloon¿ of a small volume intermate device. This observation was made during a routine inspection after the device had been filled with 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.